Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The broken shaft was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly calcified, heavily tortuous, 90% stenosed distal circumflex. Predilatation was performed on the lesion prior to stenting. An attempt was made to advance a 2.25x15 mm xience v stent delivery system (sds); however, while negotiating the lesion, before the stent could cross the lesion the proximal shaft broke in two pieces. Another 2.25x15 mm xience v was used in a second attempt to treat the lesion; however, it would not cross. Finally a 2.25x12 mm xience v stent was implanted with a good final result. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.